Manufacturer narrative:
Concomitant medical products: 4398, lead, implanted: (B)(6) 2019; dtma1qq, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing and defibrillation coil impedances, as well as high thresholds resulting in non-capture. A lead fracture was suspected, and the lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.